Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis : it was determined on analysis that the external pulse generator (epg) tested out of specification due to the battery drawer being contaminated. It was also noted that the lower case was dented. The main world label was damaged . Due to the epg reaching its end of service life. It was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.